Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep). It was reported that the reason the device was explanted was due to rejection. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient was implanted with deep brain stimulation (dbs) on (B)(6), and after the surgery, the patient's wounds contained pus. The event began occurring on an unknown date in (B)(6). The device was also explanted in (B)(6). It was also noted that there was not a greater than 50% reduction of symptoms. The cause and what troubleshooting performed related to the event were stated to be unknown. No further complications were reported/anticipated.